Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the user facility noticed a fluid at the back of the pumphead accompanied with a large squealing noise. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 16, 2017. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 05, 2017. (B)(4). The returned sample was visually inspected, it was confirmed there was presence of fluid in the back housing of the pump. No visual anomalies were found. The sample was then attached to the circuit, and filled with water and connect to a vacuum source, vacuum was applied to the returned device, after few seconds air bubbles from the back housing was seen between the seal rotor and stator. That confirmed the thin crack between the seal rotor and stator. A retention sample was tested and circulated for the same, no issues were noted. It is likely that the seal failure could be caused by damage to seal rotors or issues with the compression. A damage sealing surface could allow channels to form and allowing fluid to penetrate to the back housing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.